Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. Upon withdrawal of the plunger, there was no suture present; however, when removing the device from the artery, the sutures were seen. The device was removed and hemostasis was achieved using a starclose device. There was no reported adverse patient effects. Though requested, no additional information was available.